Event description:
The patient reported that after 2 days of his infusion set being in place, he started to experience soreness, and an infection which he described as hot, red and the size of a baseball. The patient reported that he was also feeling sick. The patient stated that at the hospital, the physicians performed surgery on the infected site (which was located on his hip area). The patient stated that the physicians discovered a broken cannula underneath of his skin and a severe infection. The broken cannula was removed and the patient was treated with 2 antibiotics along with oxycodone for pain. The patient indicated that he was required to undergo a follow-up surgery from the infection to have the gauze removed. The patient was using expired infusion sets at the time of the incident. No product was returned.

Manufacturer narrative:
Product not returned for evaluation.